Event description:
It was reported an issue with "sm - tls handshake - improper disconnect handling." There was no patient involvement. Received additional information. It was reported that "the alaris systems manager, during tls handshake, has a brief window in time where it enters into a vulnerable state. During this vulnerable state, if disconnection were to occur, the sm will react via unhandled exception and prevent future tls connections. This vulnerability can be triggered pre-authentication, i.e. It can be exploited without a valid certificate."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: medical device type. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of improper disconnect handling during tls handshake in the system manager (sm) software was confirmed to be a missing timeout mechanism for handling the indefinite block of the communication service between sm and the pcu, which can be triggered due to a weak wireless connectivity. ¿ laboratory testing could not be performed. The reported issue is with the alaris system manager and not an infusion device. ¿ the device¿s wireless indicator will not be on while the device is not connected to the systems manager server, serving as a visual indicator of lack of communication with the server. ¿ as a product security team proposed mitigation to control this issue states ¿the customer can restart the communication service on the sm server, as outlined within field action communication.¿ ¿ this software issue will be addressed in the release of system manager v12.5.2 ¿ a review of the system logs could not be performed. The reported issue is with the alaris system manager and not an infusion device. ¿ there was no patient involvement. ¿ the alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an improper disconnect handling during tls handshake in the system manager software was determined to be a weak wireless connectivity during the handshake state of the pcu while initial connection to sm; the listener threads in the communication service between sm and pcu are blocked indefinitely due to lack of response from the pcu; this is due to a missing timeout mechanism for handling this condition.

Event description:
It was reported an issue with "sm - tls handshake - improper disconnect handling." There was no patient involvement. Received additional information. It was reported that "the alaris systems manager, during tls handshake, has a brief window in time where it enters into a vulnerable state. During this vulnerable state, if disconnection were to occur, the sm will react via unhandled exception and prevent future tls connections. This vulnerability can be triggered pre-authentication, i.e. It can be exploited without a valid certificate."